Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the physical device evaluation is pending. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) process checklist. The customer reported no deviations, deficiencies, or concerns during reprocessing. Precleaning was performed immediately after the patient's procedure. Water was aspirated through the instrument and suction channel with a suction pump. The forceps elevator was moved and lowered three (3) times in water during aspiration. Aspiration was done with both the first and second positions of the suction valve. Both the air and water balloon channels were flushed with water. The instrument suction channel, suction cylinder, and instrument channel port were brushed and checked by the customer. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope also presented with an angulation malfunction. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (see d8, d9, h3, h4, h6, and h10) the physical device evaluation identified that during the electrical safety check, the insertion part plastic distal end cover insulation failed at threshold; the light guide rod lens (2x) was cracked; the charge-coupled device cover lens was cracked; the bending section cover glue had separated; the connecting tube was snaky and had also wrinkles 10mm from the glue; the scope cover was broken; the universal cord had buckles; the plug unit had damaged housing; and the bending tube had movement. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no hygiene-relevant germs were found. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The customer's hmi result was not received after three (3) good faith efforts were performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: 1st test: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: champignons filamenteux. 2nd test: sampling date: (B)(6) 2023. Sampling from: biopsy channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 2cfu. Bacterial identification: bacillaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.